Event description:
A malfunction alarm occurred for the customer, indicated by the malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer in doing so, after which the issue did not recur. Customer resumed pump therapy.